Event description:
The clinician was performing an odontectomy using the ace surgi-drill hall type with a bu guard attached. The clinician reports that during the surgical procedure the bur guard froze. The clinician states that he did not notice the guard had frozen until he became aware of a thermal injury to the pt's lower right lip. Medical history: cerebral palsy.